Event description:
Stereotaxis guidewire locked in stent strut during ptca. Pt required surgery for removal of wire. Pt dismissed to home five days later. Guide wire was returned to the manufacturer for evaluation and damage to the platinum coil and distal cup of the wire was found. Stereotaxis did say the damage may have been caused by prolapse of the wire, interaction with the metal struts of the stent and possibly during guide catheter and magnetic field manipulation.